Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set leaked from an unspecified location. The caregiver (cg) stated that the transfer set leaked when they opened it "all the way". This occurred during fill 1 of peritoneal dialysis therapy. Renal therapy services (rts) advised the cg to close all clamps and end the therapy session. Rts advised the cg to contact the peritoneal dialysis registered nurse regarding the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.